Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was confirmed through medical records. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: clinician review of the records provided indicated that femoral component malposition with flexion-extension gap space mismatch of the knee after previous revision surgery for instability caused recurrent instability. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: there have been no other similar events for the reported lot. Conclusions: clinician review of the records provided indicated that femoral component malposition with flexion-extension gap space mismatch of the knee after previous revision surgery for instability caused recurrent instability. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient states painful right tkr secondary to instability.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer .

Event description:
Patient states painful right tkr secondary to instability.